Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had issues accessing the main menu when she pressed the act button. When she pressed the act button the screen went blank. The screen came back to home. Customer's blood glucose level was 115 mg/dl. When she pressed the act, esc, b, up, and down arrow buttons the screen went blank every time. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the electronic assembly. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests or verify the unresponsive button due to the blank display. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked case at the reservoir tube window corners, a cracked reservoir tube window, cracked battery tube threads and a cracked reservoir tube lip.